Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and tubing. The user successfully primed the tubing to remove the air and resumed insulin delivery. The user blood glucose (bg) level ranged from 290 mg/dl to 380 mg/dl since changing the site earlier in the day. Reportedly, the user had a lot of scar tissue. A system check with tandem¿s technical support indicated that the pump and cartridge functioned as expected. A follow up with the user on (B)(6) 2017 confirmed that their bg level lowered to 100 mg/dl to 110 mg/dl.